Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary of device evaluation: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant damaged, contaminated with dry blood and to be separated from the pusher. The pusher was found severely stretched starting from the platinum coil to the distal heater coil. The pusher monofilament profiles a stretched tail shape which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, great resistance was encountered when advancing the coil implant through the microcatheter. When the coil was resheathed and withdrawn from the patient, the physician noted that the distal end of the coil was fractured. The microcatheter and coil were removed together. Another coil was used to successfully complete the case. There was no report of harm or injury to the patient.